Manufacturer narrative:
Unit passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running is confirmed in pump history files and in power graph generated by adapt power management tool due to j6 resistance connector issue. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected error alarm. Customer was able to clear alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.